Event description:
During a follow-up, there was no capture and undersensing on the right atrial (ra) lead. X-ray was performed and confirmed a dislodgement of the ra lead. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported events of no capture and undersensing were not confirmed. Based on the information received and the device analysis, the cause of the reported events could not be conclusively determined.